Event description:
Patient presented to the physician with the sense lead migrating towards the skin surface at the chest incision site. Physician brought the patient into the operating room, and upon surgical exploration of the chest pocket, the lead was found to have been protected by a layer of epithelium but a seroma was noted within the pocket. Physician drained the seroma, repositioned the lead deeper, re-sutured, and closed the incision. This resolved the issue.